Event description:
I am his mother and was not present but I talked to him on (B)(6) 2025 in the evening and he said he wasn't feeling right but thought he would feel better in the morning. I could not reach him in the morning so had the neighbor check on him. When the neighbor got there he called 911 and they transported him to the hospital where he passed.